Manufacturer narrative:
Product event summary: analysis confirmed the reported event; after interrogating an ipg (implantable pulse generator) with the program head, it seemed like the programmer hung. Only the company screen was visible. Then after a few minutes, it continued and displayed the quick look menu. A print out of the report failed. The printer proceeded the output very slowly and piece by piece the paper came out. During the interrogation of a wireless ipg or activating the analyzer, the exact same situation appeared due to a software issue. Analysis also found the display hinges were worn, the screen fell down.

Event description:
It was reported after a software error during boot-up, there has been various issues, among others: messages about contacting medtronic, unable to interrogate reveal linq devices, printer issues (slow printing or printing interrupted or stops unexpectedly). The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.